Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6947-65 lead, (B)(6) 2012; 5076-45 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient has periodic periods of light-headedness. A stored episode showed a loss of ventricular markers. The in office interrogation showed normal sensing and capture with no oversensing. The device remains in use. No patient complications have been reported as a result of this event.